Event description:
It was reported that the customer had problems with multiple 16g biopsy needles. Reportedly, tissue samples could not be taken. No additional information was made available. No report of any patient injury.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. Eleven actual samples were received for evaluation. The devices were labeled #1 through #11. They were visually inspected. The stylets moved freely within the cannulas. Sample evaluation of #2: no apparent anomalies were noted. The sample was placed in a magnum driver, and no gap at the sample notch was noted. Measurements met all specifications. The result of this evaluation was unconfirmed. Sample evaluation of #1 and #3 through #11: no apparent anomalies were noted with the exception, that when the samples were placed in a magnum driver, there was a gap at each of the sample notches of the needles. It was also noted that it was possible to move the stylets back and forth within the hubs. Applicable measurements were taken and it was determined that the vl dimension exceeded the upper specification limit, which would account for a gap observed at the sample notch. The result of the evaluation was confirmed for #1 and #3 through #11, as a gap at the sample notch along with loose stylets were found in these returned samples. A gap at the sample notch would prevent the device from cutting and obtaining a sample. The investigation concluded that loose stylet hubs were the result of a combination of factors, mainly supplier related. Multiple corrective and preventive actions have been identified and have been implemented. Additionally, a recall was initiated in 2009. FDA notification report (reference 2020394-09/08/09-002r). The current IFU states: precaution: before using, inspect the needle components for damage. Do not use if the needle components are damaged. Precaution: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use if any imperfections is noted.